Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as intellicuff did not maintained pressure. Suspected is an internal leakage. When this was noted, the intellicuff was not in use to ventilate a patient. Hamilton did not received any further details about when this exactly happened. The alarm was observable both visually and through hearing. It was not reported which alarm was activated or whether the alarm was of repetitive nature. There is no patient involvement reported. There is no need for any medical intervention reported. Ventilator device was replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as intellicuff did not maintained pressure. Suspected is an internal leakage. When this was noted, the intellicuff was not in use to ventilate a patient. Hamilton did not received any further details about when this exactly happened. The alarm was observable both visually and through hearing. It was not reported which alarm was activated or whether the alarm was of repetitive nature. There is no patient involvement reported. There is no need for any medical intervention reported. Ventilator device was replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of ms. (B)(6) (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.